Manufacturer narrative:
Follow-up #1: date of submission 07/29/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/11/2016 with the following findings: a review of the black box and alarm history indicated a call service 078 alarm had occurred. The pump powered on appropriately with no alarms occurring. The pump successfully completed a rewind, load, and prime steps and a 24 hour duration test with no call service alarms occurring. The complaint could not be duplicated on investigation. Unrelated to the original complaint, the pump casing was opened and there was moisture found on internal pump components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.